Event description:
Tried to float catheter in for about 1 hr. It would not float in. Another catheter was obtained and it floated right in. The balloon appeared to be misshapened. One side of the balloon acted like it had a defective upper bubble on the tip. There was no harm to the pt.